Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. Microscopic examination revealed the balloon has a pinhole 7mm from the proximal markerband. Microscopic examination presented no irregularities in the balloon material or markerbands that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the saphenous vein graft (svg). After a synergy drug-eluting stent was implanted, a 4.00mm x 30mm nc emerge® balloon catheter was advanced for post dilation. However, upon the third inflation at 18 atmospheres for 10 seconds, the balloon ruptured. No patient complications were reported and the patient's status was stable.